Event description:
Caller reported that their pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged by technical support, and the customer was instructed on using multiple daily injections as a backup therapy. They were also guided on how to put the pump into storage mode and return it using a pre-paid label.